Event description:
The customer reported two motor error alarms on the insulin pump. The events occurred during a prime an during a bolus delivery. There were no significant events leading up to the alarms. The customer's blood glucose value was 430 mg/dl; treated with manual injections. The customer was advised to discontinue use of the device and return it for a replacement and analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.